Manufacturer narrative:
(B)(4). Only event year is known: 2017. Batch #unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the "clamp broken" ? Were the device jaws misaligned? Was the device dropping or ejecting unformed clips? Was the device firing (deploying) unformed or malformed clips? Did clips not hold on tissue once they were placed? Please confirm the clip formation - unformed, malformed, scissored, etc.

Event description:
It was reported that during an unknown procedure, clamp broken, clips would not hold. Another device used and problem solved. No patient consequences.